Event description:
It was reported that during a case using the spine guidance 5 software, there were accuracy issues across three spins, with discrepancies of 2.5-3mm deep.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance 5 software, there were accuracy issues across three spins, with discrepancies of 2.5-3mm deep.